Event description:
It was reported that when the console was started the saline fluid did not prime; no fluid was visible to the tip of the hand-piece. She decided to change it to a new hand-piece but there was a fluid leak at cartridge so customer stopped using versajet. There was no patient impact reported. The procedure was performed by the conventional method. A delay greater than 30 minutes was reported.